Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in the mildly tortuous and severely calcified vessel. A 10/4.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon rupture at 3atm upon first inflation. The balloon was then simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported and the patient condition was good.